Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: blade does show wear marks on shaft and one of the cutting edges is broken off. A provided functional test showed that the blade was able to get screwed on to the impactor f/pfna blade article 356.823 and is functional despite the described damages given as the blade tip section could be turned as normal. Measured dimensions which were checked passed the specifications. Based on this investigation and the device history record review this blade was manufactured in april 2015 according to specifications. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 20th april 2015,expiry date: 1st april 2025, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for femoral neck fracture was performed on (B)(6) 2015. After the surgeon once inserted the blade in question, he found the blade was over-inserted. Therefore, he attached an impactor again to correct the insertion depth by applying gentle blows with combined hammer. After the correction of the insertion depth, he attempted to lock the reported blade by the impactor and the blade was successfully locked. However, the impactor could not be detached from the blade in question. Due to the problem, the surgeon had to replace it with another sized blade and the alternative could be locked using the impactor without any problems. The surgery was extended for 15 minutes. No adverse consequences were reported. This report is 1 of 1 for (B)(4).